Event description:
It was reported that the customer's insulin pump had a blank display after a battery change. The customer's insulin pump will be repaired and replaced. The customer's blood glucose value was 534 mg/dl. No further information was provided.

Manufacturer narrative:
Pump received with blank display due to corroded battery tube. Unable to verify off no power alarm due to blank display. Pump received with minor scratched display window, cracked case at display window corners, cracked battery tube threads, cracked belt clip slot, cracked reservoir tube lip.